Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the target lesion had heavy tortuosity, had moderate calcification and a 99% stenosis. The voyager was inflated up to 6 atm; however, the pressure didn't go higher than 6 atm. It was suspected a balloon rupture, and the voyager was removed, a pinhole was on the balloon. A new balloon was used and the procedure was completed. No effect was reported to the patient. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation-balloon ruptures can be affected by balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. To ensure this is not a manufacturing issue, balloon catheters are 100% leak tested and a sampling are rupture tested. The lesion was heavily tortuous, moderately calcified and 99% stenosed, which may have contributed to the balloon rupture. Possibly the balloon material was damaged (scratched) during interaction without other devices and/or lesion calcification, such that, the balloon ruptured. A conclusive cause for the balloon rupture could not be determined.